Event description:
It was reported to boston scientific corporation that a nephrostomy drainage kit was received at the user facility and found to be damaged during unpacking. According to the complainant, the sterile packaging "blister" was torn. The complainant could not use this device due to the sterility being compromised. There was no patient involvement.

Manufacturer narrative:
According to the complainant, the device will not be returned to the manufacturer for evaluation; therefore, a failure analysis is not available. If there is any further relevant information, a supplemental manufacturer's report will be filed.